Event description:
The physician intended to use a resolute onyx to treat a severely tortuous, moderately calcified lesion with 90% stenosis at the ostium of the lm and cx. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. No difficulties were noted when removing the protective sheath. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is noted that stent dislodgement occurred during removal, following failed delivery. The physician commented that the stent was not removed from the patient but was pushed in to the cx and deployed with another unknown brand balloon. It was noted that the proximal section of the stent was slightly compressed longitudinally. The stent remains in the patient. There is no injury reported. Cines to be returned with device.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. No deformation was evident to the distal tip. Image review: the images confirm the lesion morphology as reported by the account. Numerous pre-dilations were carried out in the target lesion. Attempted removal of the stent is captured, with damage evident to the proximal end of the stent. The next image captures the stent delivery system proximal to the dislodged stent, confirming the dislodgment. The dislodged stent is then expanded using an unknown balloon. If information is provided in the future, a supplemental report will be issued.